Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of amputation and death are listed in the supera instructions for use as known potential patient effects associated with peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the physician stated that the death was not related to the supera stent. The additional hospitalization was due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat the mildly calcified, mildly tortuous superficial femoral artery (sfa). The 5.5x150 mm supera self expanding stent system (sess) was implanted on (B)(6) 2021. A month later, amputation of the 4th and 5th toe of the left limb was performed. No other treatment was performed. The patient expired on (B)(6) 2021 due to cardiac arrest; however, the physician stated that the death was not related to the supera stent. No additional information was provided.